Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. An et tube and two suction catheters were also returned unopened in their original packaging. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the connector on the tracheal side of the swivel valve was broken. The swivel valve is a component purchased from a supplier. The sample was sent to the manufacturing site to be forwarded to the supplier. A device history record review was performed and no relevant findings were identified. The reported complaint of "connector cracked prior to use" is confirmed based on the sample received. The connector on the tracheal side of the swivel valve was broken. The swivel valve is a component purchased from a supplier. A non-conformance has been opened to further investigate this issue.

Event description:
The complaint is reported as: "(B)(6)2019 , the first affiliated hospital of xi 'an jiaotong university, doctor found the connect part between "y" joint and the t ube was cracked during functional test, patient is not involved."

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "on (B)(6) 2019, the first affiliated hospital of (B)(6), doctor found the connect part between "y" joint and the tube was cracked during functional test, patient is not involved."